Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 459 mg/dl in the morning and is now 163 mg/dl. Customer was taking the pump off to take a shower and then act button was not working. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Act button did not respond due to corroded keypad trace. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive button. Insulin pump had minor scratches on display window and cracked reservoir tube lip.